Event description:
It was reported that 15 minutes after induction, the doctor noticied a severe airway resistance. The pt had started to become hypoxic. They quickly checked the machine and removed the device. After the device was removed the airway resistance returned to normal and the oxygenation and vertilation were satisfactory. The operation was resumed with a filter. There was no sequelae reported.